Manufacturer narrative:
The field service engineer (fse) replaced the user interface assembly to address the reported problem.

Manufacturer narrative:
Failure analysis on the returned user interface assembly shows that contamination under the ferrite bead fb21 on the user interface pcba caused an electric connection between the on/shutdown switch and other signals. This caused the ventilator not turning on or off when pushing the on/shutdown button. Re-flowing the ferrite bead corrected the problem.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator power on/off switch doesn't function. The customer reported there was no patient involvement.